Event description:
Rep reported that the valve was revised as it appeared occluded. There was proximal flow, but no distal flow to valve.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was tested and an occlusion was found at the ruby ball and it failed the pressure test. All other tests were normal. It appears that the root cause of the problem reported by the customer is due to biological debris that was seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.